Event description:
The pt experienced a shocking or jolting sensation that "went up and through her nose." She stated it felt like someone was holding the bridge of her nose with needle-nose pliers. She had a blister on her nose from the shocking or jolting. The pt felt the first shock on the evening of (B)(6) 2011, on her right side. The next night she felt a jolt that made her body flop from her chest down and made her feet go up in the air. The shocking felt like she put her hand in an electric socket. The muscles in her back were very tight. The pt did not experience any issues during the day, only at night when she lay down and put pressure on it. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).